Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced sensor anomaly and skin irritation. The customer's blood glucose value was 92 mg/dl. The customer stated that he had multiple issues with his sensors. The customer stated that one cannula had a split sire and it was bent in a z shape. The customer stated that the skin was attached to the wire and there was blood at site. The product was returned for analysis.